Manufacturer narrative:
Evaluation, result: fowler.

Event description:
It was reported by service report that the fowler will not lower all the way down and the cylinder is leaking fluid onto the floor. No patient involvement or adverse consequences are reported.